Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that shortly following the implant procedure of an implantable cardioverter defibrillator (ICD) system, a remote alert was received, indicating that this right ventricular (rv) lead intrinsic amplitude measurements were low and out-of-range. Additionally, there was evidence of p-wave oversensing. Dislodgement was suspected and this information was forwarded to the field representative for further clinical review. Recently, the physician elected to explant the left-sided rv lead and upgraded the patient to a right-sided cardiac resynchronization therapy defibrillator (crt-d) system to resolve the event. No additional adverse patient effects were reported. The lead was retained by the healthcare facility and will not be returned for analysis.

Event description:
It was reported that shortly following the implant procedure of an implantable cardioverter defibrillator (ICD) system, a remote alert was received, indicating that this right ventricular (rv) lead intrinsic amplitude measurements were low and out-of-range. Additionally, there was evidence of p-wave oversensing. Dislodgement was suspected and this information was forwarded to the field representative for further clinical review. Recently, the physician elected to explant the left-sided rv lead and upgraded the patient to a right-sided cardiac resynchronization therapy defibrillator (crt-d) system to resolve the event. No additional adverse patient effects were reported. It is currently unknown if the explanted rv lead will be returned for analysis.